Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. Vessel morphology was reported as non-tortuous and non-calcified. It was reported that after the bifurcated stent graft was implanted, the final angiogram showed that there was a jetting-type endoleak at the body of the bifurcated stent graft above the contralateral limb: the endoleak was thought to be coming from a suture area. No intervention has been done, and the physician decided to monitor this patient. Two days post-implant procedure, the patient presented with decreased hematocrit. A follow-up CT showed that the endoleak from the time of implant had resolved; however, an increase in the thickness of intraluminal aortic thrombus was seen, and endotension was suspected. No clinical sequelae were reported, and the patient is fine. Films at the time of implant were reviewed internally and showed a probable type IV endoleak on the right side of the bifurcated stent graft near the flow divider. A type iii fabric endoleak cannot be ruled out; however, since the endoleak resolved 2 days post-implantation, this was likely a type IV endoleak.

Manufacturer narrative:
(B)(4). Results - (endoleak).